Event description:
The reporter alleged that the nurse placing the entriflex feeding tube complained that the tube caused the pt's lung to collapse due to the weighted tip being too heavy. The pt developed a right pneumothorax requiring a chest tube placement.